Manufacturer narrative:
Upon investigation of the actual device used in this incident found drawer not opening. A field service engineer replaced retractor band. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer cubie was jammed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.